Event description:
It was reported, the gastrointestinal videoscope had an error b30 (scope communication error) occur. There were no reports of patient harm. Olympus endoscopic support specialist (ess) was dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. Upon observation it was noted that the user facility staff was not reprocessing the according to the instruction manual, including cases where the leakage test was not performed properly.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The investigation is on going, and this report will be supplemented when new and relevant information becomes available later. The user facility was contacted to obtain additional information and to check the status of the subject device.

Manufacturer narrative:
Updated fields: corrected fields: h6 type of investigation (remove 10-testing of actual/suspected device). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus endoscopy support specialist (ess) was dispatched to the user facility and noted the leakage tester pin was not being pressed to test for airflow before attaching to endoscope. Furthermore, the endoscopes were not being submerged for the minimum recommended time of 30 seconds nor angulated to the max in every direction. Lastly, the endoscopes were not given enough time to purge for the minimum recommended 30 seconds after leak testing. Ess retrained the customer and provided them with reprocessing materials to prevent further occurrence. Based on the results of the investigation, the root cause was user error. It is likely the customer's understanding of device handling/reprocessing differed from olympus recommendation. The event can be prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.